Manufacturer narrative:
The account found the battery's charging extension cable has burnt. The account did not return the lift or the charging cable to hill-rom. The most probable root cause to the burnt cable is a short circuit in the power cable socket. A female socket will gradually wear out over time. Extensive wear will loosen the connectors causing an increased risk of arcing. This could then destroy the socket. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the charging cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the battery's charging extension cable has burnt. The lift was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).